Manufacturer narrative:
A hill-rom tech said, that the left hand head siderail would not latch in the up position. He said that he installed the siderail latch kit and the bed is working as designed.

Event description:
Left head siderail not locking in the up position.